Event description:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
It was reported that the patient has expired after implant duration of less than 1 month, due to unknown reasons. Information learned from implant patient registry. On 04/07/2009, a response from the surgeon was received. It was learned that the device was not explanted. However, no other information regarding the death was learned.

Manufacturer narrative:
Device not returned.